Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the cadiere forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigation replicated/confirmed the reported failure. Failure analysis (fa) found the cadiere forceps had a broken grip at the grip base. A piece approximately 0.210" x 0.628" was found to be broken off the yaw pulley. The broken piece was not returned. This failure is most commonly caused by mishandling/misuse, such as excess force applied to the instrument jaws. The root cause of this failure is attributed to user mishandling.

Event description:
It was reported that during central processing, the cadiere forceps instrument had a broken/missing grip. There was no report of patient involvement.